Manufacturer narrative:
The MFR is attempting to acquire the explanted device and obtain add'l info regarding the reported event. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). Info was provided to the MFR though their device tracking system indicating that pt expiration occurred on (B)(6) 2012. The cause of the death was noted as sepsis.